Event description:
It was reported that during an implant procedure the right ventricular lead exhibited high threshold and high impedance. The physician tried implanting the lead in different positions unsuccessfully. Lead integrity was suspected and a new lead was provided for implant. The new lead tested within range and was implanted successfully. The patient was stable before, during and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.